Event description:
Reporting status: serious injury/medical intervention. Reporting rational: failure to advance/dislodged stent requiring medical intervention. Device issue: failure to advance/dislodge stent. It was reported that the patient had a promus stent implanted in 2009. The stent was expanded at 15 atm for 20 seconds. A 3.0 x 15mm and a 3.25 x 8 mm balloon catheters were used to post dilate, then a perforation was noticed. A 3.0 x 19 mm jostent graft master stent was advanced to treat the perforation; however, the stent became dislodged requiring a 1.5 x 6 mm balloon to retrieve it outside of the patient. The perforation was treated with a prolonged balloon inflation with a 3.25 x 8 mm powersail balloon. The patient was pain free at this time. Three hours later, the patient was brought back to the cath lab with left arm pain and the promus stent was 100% occluded. The thrombosis was treated with two thrombectomy runs and a 3.0 x 8 mm balloon catheter from another company. The patient is doing fine. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - engineering reviewed the incident information; however, the device was not returned to another country's MFR for investigation, and it is not possible to make an informed judgement as to the root cause of the complaint. Based on the review of the lot history record, the device was in working order and left abbott vascular in rangendingen as per specifications. Two sample units were tested during in-process control for stent retention and passed the specified requirements. No device malfunction can be determined due to the lack of procedure and patient information. The promus everolimus eluting coronary stent system indicated is being filed under MFR 2024168-2009-00832.